Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant was temporarily removed and then returned to the pocket".

Event description:
Healthcare professional reported "breast tissue that sits below the implant". Later healthcare professional reported "implant was temporarily removed and then returned to the pocket". This record is for the left side. Device remains implanted.